Event description:
It was reported that the procedure was to treat a lesion located in the totally occluded, narrow, mid left anterior descending artery. Predilatation was performed prior to the attempt to stent. An attempt was made to advance a 3.0 x 18 mm xience v stent delivery system through the tight lesion which proved very difficult. During the attempts to cross the lesion the stent implant dislodged from the balloon and moved proximally down toward the femoral artery. The stent was located near the thigh and was able to retrieved using a retrieval catheter. A non-abbott 3.0 x 18 mm stent was able to be advanced and implanted successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.